Event description:
The device was returned because it was reported that there was failed air in line test. The results of the investigation found that the device's air detector was damaged. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact day/month was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged air detector was found. The air detector was replaced to fix the issue.